Event description:
A positive advia centaur troponin ultra result was obtained on a pt sample. The pt sample was repeated on an advia centaur xp and an advia centaur cp. Both repeat results were negative. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specs. No further eval of the device is required.